Event description:
It was reported by the rep that the device was used during laparoscopic appendectomy. It was reported the cutters fired a few staples and then jammed before cutting began. The procedure was completed using a new tsb35. There was no consequence to the pt.